Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that following a second surgical intervention on (B)(6) 2019 (osteosynthesis was performed with an anatomical clavicle plate) an infection at the site of the osteosynthesis material appeared and made the material loose again. Dr. (B)(6) decided to remove the material, wash, debride and close. In the institution they send the material to an internal process called sonication, it is not returned or sent to quality.] This complaint involves fourteen (14) devices. This is 8 of 9 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part number: 02.112.011, lot number: h723796 , part manufacture date: 12 sep 2018, nonconformance noted: n/a. DHR record review: a review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp sup ant clavicle pl w/ lat extn 4h/lt/81mm was processed through the normal manufacturing and inspection operations with no rework noted. A single part was scrapped at operation 40 disk vibratory as a result of machine malfunction. The remaining lot quantity of 47 pieces met all-dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch : part number: 316l**pi02,112.021 raw material. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Originally, the patient underwent an osteosynthesis of a sternoclavicular dislocation with a blocked sternum system, on (B)(6) 2019, the surgeon decided to place the emergency rod upside down, as surgeon found the other way to be not comfortable. It is explained that the system is indicated for sternum closure and that rod blocks and secures the plate. But the system failed and the patient was reoperated after 8 days ((B)(6) 2019), an anatomical clavicle plate with lateral extension was used at each side, from the sternum to the clavicle. Surgeon accepted that it was his decision to turn the emergency rod and the system has failed for that reason.

Event description:
It was reported that on (B)(6) 2019, the patient diagnosed with a bilateral sternoclavicular dislocation underwent an osteosynthesis with a sternum plate, the surgeon decided on that occasion to place the plate safety hook upside down, which caused the system to loosen. On (B)(6) 2019, this osteosynthesis material was removed at the institution, and the sternoclavicular dislocation fixation was performed again bilateral with anatomical bilateral clavicle plate. This material failed again, became infected and loosened. The surgeon decided to remove the material, wash, debride and close. Finally, on (B)(6) 2020, the patient is reoperated again to do anatomical reduction with an x-shaped polyester suture. This report captures the second event of material loosening and infection while related (B)(4) captures the first event of sternal plate loosening.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D6b: explantation date is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part number: 02.112.011, lot number: h723796, part manufacture date: sep 12, 2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp sup ant clavicle pl w/ lat extn 4h/lt/81mm was processed through the normal manufacturing and inspection operations with no rework noted. A single part was scrapped at operation 40 disk vibratory as a result of machine malfunction. The remaining lot quantity of 47 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch: part number: 316l**pi02,112.021 raw material, lot number: h671262, part manufacture date: jun 19, 2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information this report was clarified that this report was reported since 2019 and this is the fourth reintervention of the patient since that date, the first report has already been had closed. On (B)(6) 2019, the patient diagnosed with a bilateral sternoclavicular dislocation underwent an osteosynthesis with a sternum plate, the surgeon decided on that occasion to place the plate safety hook upside down, which caused the system to loosen. . On (B)(6) 2019, this osteosynthesis material was removed at the institution, the sternoclavicular dislocation fixation was performed again bilateral with bilateral clavicle anatomical plate, this material again failed, became infected and loosened, the surgeon decided to remove the material, wash, debride and close. Finally, on (B)(6) 2020, the patient is reoperated again. The surgeon decides to do anatomical reduction with an x-shaped polyester suture, the procedure was performed in the company of the institution's thorax surgeon.